Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the tubing leaked. There was no impact to patient.